Manufacturer narrative:
(B)(4). Manufacturing date: may 25, 2017 ¿ may 26, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a rod-shaped red coil cap shaving inside the device housing. The particle was not in the fluid path. The reported issue was not verified since the particle was not in the fluid path, but the product was nonconforming. The cause of the shaving could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a particulate matter issue. A red particle was identified during the compounding stage. The device was being used with a chemotherapy drug. The particle was located downstream of the fluid path. There was no patient involvement. No additional information is available.

Manufacturer narrative:
During follow up, clarification was received from the reporter regarding the location of the particulate matter. It was clarified that the particulate matter actually appeared to be in the bladder, upstream of the solution filter. Should additional relevant information become available, a supplemental report will be submitted.